Event description:
Two seventy two days days after a coronary artery drug eluting stenting procedure, the patient experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 80% stenosed, 8mm long portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 272 days after the initial procedure the patient experienced a non q-wave mi and required a stvr of the dist lad. The physician successfully placed a taxus express2 stent in the lad to treat in-stnet restenosis of the lesion. The patient was discharged 3 days later. In the opinion of the physician the relationship of the mi and the tvr to the taxus stent was probable.